Manufacturer narrative:
The unexposed portion of the soft cannula was found to be torn and leaking 0.23 inches from the nail head causing corrosion, insufficient batteries and data loss. Without the device data it cannot be determined if the device alarmed or if the internally torn soft cannula contributed to the reported event.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 24 and 36 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.